Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s recharger was unable to connect with the ins. The patient would take the battery out of the controller and put it back in to reset the controller. It is unknown if the event resolved. The patient is alive with no injury. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Patient had problem charging. It was reported that the cause of inability to connect was not determined. For action/intervention to resolve the issue, patient called the manufacturer's patient services. No further complications were reported.